Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a macdonald surgical procedure on (B)(6) 2017 and the suture was used. During suturing the patient's tissue, the needle broke and got stuck in the tissue. A doctor could not find and remove it from the tissue because of the edema so he had to do a surgery again. Additional information has been requested.